Event description:
When attempting to switch out disposable robot suction irrigator it would not undock. Davinci rep on site, scrubbed in and was able to remove, rep took device for evaluation, no harm to patient device was intact.